Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl and sensor glucose value of 124 mg/dl. Patient's other blood glucose value: 170 mg/dl and sensor glucose values was 256 mg/dl. Insulin delivery was not suspended due to sensor glucose values. Customer declined to troubleshoot for low blood glucose values. The device is not expected to be returned for analysis.